Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the circumstances led to the issues for charging the implant is significant time to recharge and some times unable to recharge the ins.patient met the medtronic rep who used his computer and education to rectify the problem and issue has been resolved.

Event description:
It was reported that they are unable to recharge their implantable neurostimulator (ins). Agent had the patient remove the battery pack and connect the controller to the ac power cord. When the mdt splash screen appeared, agent had the patient insert the battery pack. Patient confirmed that there's steady green light on the controller. Agent had the patient inspect for any visible damage on the controller port and recharger. Patient confirmed no visible damage. Agent had the patient connect the recharger and attempt to charge the ins. Patient confirmed they are getting good to excellent connection but after 5 seconds, the connection was lost. A replacement recharger (rtm) was sent out. No symptoms were reported. Patient called back repeating how a couple of weeks ago they were reporting a faulty recharger, so they were sent a replacement recharger. Patient reported replacement recharger worked good the first couple of weeks and on saturday they had trouble charging so they gave up. Patient tried again on sunday but could not charge their ins at all and now the ins is drained. Patient clarified no alerts or error messages but they saw no device found and could not move past the recharge or try again. On the call, patient reported no device found when trying to charge their ins. Patient pressed recharge and saw numbers 69-70-70. Patient attempted to reposition and saw numbers 41-69-85. Patient also mentioned that are having problems repositioning. Agent confirmed patient is using correct recharger. Eventually, patient saw recharging good. Then repeatedly seeing poor recharge quality. Patient disconnected recharger and confirmed no visible damage to the controller battery compartment pins and bp pins. Patient blew air and cleaned controller port. Patient removed bp and connected controller to ac power supply. Patient confirmed controller turned on. Patient re-inserted bp but confirmed no green light above controller. Patient confirmed green light on ac power supply. As patient moved cord, the green flashing light went dark and came back on. Patient then reported the light went solid green. Patient removed controller from cord and controller became unresponsive. Patient inserted double aa batteries and confirmed the controller remained responsive. The issue was not resolved. A request was sent to replace the bp and ac power supply. Patient mentioned that they were handicapped. Pt reported that their issue was not resolved after the replacement battery and a/c power cord did not resolve the issue. The recharging issues were the exact same. Agent sent an email to repair to replace the controller. Patient called back stating that they already received the replacement recharger, bp and ac power supply and is inquiring about the controller and recharger. Agent reviewed information and advised patient to wait for the replacement controller. Additional information was received from patient stating that he is still having issues recharging the ins. Pt is demanding that another recharger (rtm) cord be sent. Pt stated that the recharger (rtm) cord that was sent worked for 2 weeks and then stopped working. Patient services (pss) reviewed that a replacement can be sent but no more equipment will be sent until pt has his ins checked in office by a field rep. Patient services (pss) is sending an fyi message to the field about pt call. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the circumstance that led to the issues of charging the implant, is the ins charging time being twelve hours or more. The patient visited their hcp's office where they met a manufacturing representative who solved this issue. The issue has been resolved now.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.